Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the cartridge was leaking. The pt states since he dropped the pump on he has had 2 insulin cartridges leak in the pump. He states he thinks something is poking at the cartridge in the inside of the cartridge compartment. He smells insulin, pulls out the cartridge, and noticed insulin and moisture in the cartridge compartment. When he manually pushes on the plunger and wrapped a tissue around the cartridge he did not discover any leaking no leaking. The patient denied any impact to his blood glucose levels.